Manufacturer narrative:
Section d4, h4, h8: additional information. Manufacturer¿s investigation conclusion the report of a suspected driveline issue was confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number (B)(6). Additionally, the investigation found damage to the silicone jacket of the replaced driveline. There was corrosion noted on the pins of the controller connector. The submitted log file showed 1 pump stop on (B)(6) 2019 at 2:01:31pm. The captured event occurred while operating on the power module. The log file did not capture any driveline disconnects and all captured power cable disconnects appeared to be routine. An onsite driveline repair was performed on (B)(6) 2019 by abbott personnel. The driveline was severed approximately 18 inches from the controller connector and the distal portion was replaced with no issues under work order #(B)(4). The approximately 18 inches segment of driveline replaced by technical services was returned for evaluation. There was corrosion noted on the pins of the controller connector. Examination of the driveline revealed a tear in the silicone jacket approximately 2.5 inches from the controller connector. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield approximately 2.5 inches from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed damage to the insulation of the yellow and green wires approximately 3 inches from the controller connector. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The break in the wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. The patient remains ongoing on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 3 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump disconnect alarms and pump stoppages were observed. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. X-rays are unremarkable. On (B)(6) 2019, technical services performed a distal end percutaneous lead (driveline) replacement. No additional alarms were noted after the patient was back on the grounded patient cable. No further information was provided.